Manufacturer narrative:
Evaluation summary: no other report of any nature have been received for this device part number. A definitive root cause cannot be determined with the information provided. Evaluation: as the device was implanted, no product was available for evaluation. The device history records were reviewed, and indicate the device was manufactured, inspected, and packaged to specifications.

Event description:
It is reported that upon impacting the implant on to the patient's femur it did not have any press fit. As a result, the doctor then cemented the component.